Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a defective power supply board. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection identified the inoperative power supply board. The cause of the condition could not be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.